Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(6).

Event description:
The power source suddenly switched to the internal battery during use and after that the unit cannot be used on ac power. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.